Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries were replaced during the service call. The system was tested adn found to be working as intended and put back into service.

Event description:
It was reported the system displayed a communication error message and thereafter failed to generate x-ray. There are no reports of patient injury or death associated with this event.